Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Upon opening of a 2.50 x 16mm synergy xd drug-eluting stent, the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.